Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation: the damage found was sustained during surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the right ventricular lead exhibited no capture at max output. The lead along with the pacemaker was explanted and replaced.